Manufacturer narrative:
Intuitive surgical, inc. (Isi) received user facility report stating: robot cadiere forceps (endowrist graspers) in patient and cable snapped. Removed from patient. No foreign body left in patient and no harm to patient. Instrument removed from service and sent to intuitive. Refer to section a. Patient information for updated fields: a2, a3a, a5 and a6. Field e4. Was updated to yes. H8. Was updated to initial use of device. Related report number 1 (h10) was updated to 2900390000-2025-8003.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.